Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Correction: g2 field: report source updated to include "foreign". The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Correction: g2 field: report source updated to include "foreign". The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that no fault code was recorded. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The capacitors leaking caused the high current observed, that caused the battery to deplete prematurely, consistent with hydrogen induced electrical leakage.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects.